Event description:
It was reported that during a da vinci si surgical procedure the console operating surgeon identified a small crack at the tip cover accessory of the installed the monopolar curved scissors instrument(mcs) while performing tissue dissection. The mcs instrument was removed and replaced with a new tip cover accessory. The defective sample was examined, the defect was clearly identified on the cap. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. There was a tear at the tip area measured roughly about 0.090. An additional observation was arcing damage. There was a hole burnt thru. The hole measured roughly 0.080 x 0.034. Additional observation was a tear on the grey area by the burnt hole. The tear measured roughly 0.129. Failure analysis concluded the insulation damage was likely due to mishandling / misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the tear on the grey area and burned hole ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.